Event description:
A fortrex pta balloon catheter was used in a procedure. It was reported that the balloon was inflated to the rated burst pressure and immediately ruptured. No patient injury was reported.